Manufacturer narrative:
Based on new information received, the "user interface issue, encoder" was found during periodic maintenance, prior to therapeutic application, and presents no direct patient harm.

Manufacturer narrative:
Date of report: 16jul2021.

Event description:
It was reported there was a navigation ring failure in a v60 device. The patient or user involvement information is unknown but has been requested. There was no report of patient or user harm.